Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transcatheter aortic valve implant procedure; pericardial effusion, dissection and the patient expired. The patient had an elongated, tortuous, and calcified thoracic and abdominal aortic tract. A 27mm lotus¿ valve system was prepared according to the lotus¿ valve instruction for use (IFU). Insertion of a lotus introducer sheath in the right iliac femoral was straight forward. On the contra lateral side (left iliac), a buddy wire was used to position a pigtail in the non-coronary cusp. It was reported the buddy wire was used due to the tortuous iliac tract. The 27mm lotus¿ valve system was advanced across the aortic arch and then into the native aortic valve. At this time, the position of the pigtail in the non-coronary cusp was lost and a curl of the pigtail was found in the iliac tract. An amplatz super stiff guide wire was then used to reposition the pigtail in the non-coronary cusp. During this time the patient's aortic pressure dropped and the decision was made to pull back the 27mm lotus¿ valve system from the native aortic valve to the ascending aorta. There was no cardiac output and there was suspicion of cardiac effusion (tamponade). An echocardiogram was performed which confirmed a pericardial effusion. Reanimation was started. A pericardial drainage was performed and aortic pressure remained low. Cardiac resuscitation (CPR) was started for 2 minutes. A contrast injection was performed into the aorta and showed a dissection of the ascending thoracic aorta with perfusion into the left and right side pericardium. CPR was stopped and the patient was declared deceased. It was reported the lotus¿ valve remained sheathed throughout the procedure and removal of the lotus¿ valve system was uneventful with a properly seated nosecone.